Manufacturer narrative:
Product analysis the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert tone on 3 occasions over 8 months. When the device was interrogated, it was determined that the patient had been near a magnet that triggered the alert. The device remains in use. No patient complications have been reported as a result of this event.